Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reported stent was used for metal stent placement for malignant biliary stricture. In the first case of ercp for the patient, a guidewire (olympus 0.025inch angled visiglide 2) was placed in the bile duct after biliary angiography, and est was performed by using the est knife. Afterwards, the wire guide was continued to be placed and the reported evolution biliary stent (10mm×6) was used. There were no specific anatomical features, and the physician attempted to place the reported device in the so-called general scope position, but the assistant doctor commented that the trigger operation was a little heavy when deploying the stent. He confirmed that the direction button was pushed in the direction of placement before use. Although the trigger operation was heavy, the physician managed to deploy the stent to the marker (threshold/point-of-no-return) where he could judge whether to recapture the stent, and tried to pull out the safety wire, but the resistance was so strong that he could not pull it out at all. The safety wire seemed to have broken possibly because it was pulled with a very strong force. (It is unknown where the safety wire got broken) in order to finish the procedure, the physician tried to deploy the stent completely and then tried to pry open the safety wire part of the gun handle with an instrument, but it did not work, so he gave up. With the stent fully deployed (connected with the safety wire), the stent body was withdrawn into the endoscope and retrieved through the forceps channel. ((B)(4)) as the same model number was not available, a 10 mm diameter x 8 cm long evolution biliary was substituted and the procedure was completed without any problems. ((B)(4)) user error: incorrect wire guide 0.025in used. No adverse events to the patient were reported. Physician's comment: I have used this product many times in the past, but this is the first time I have experienced such an issue. I don't think this case had specific anatomical features, but I don't know why the issue occurred. Please investigate the issue. Sales rep's comment: as far as hearing the usage situation, I guess that some kind of burden was applied to the reported device at the time when the trigger was heavy, which prevented normal operation. I had told dl that if the direction button was in the halfway position (not pushed in properly), there was a possibility of spinning out. I will continue to hear about the situation, but I would appreciate your investigation. Please let us know if there are any similar cases. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (during stent placement) (if any damages were confirmed prior to use)was the package damaged? No. (If any damages were confirmed prior to use)how was the device stored? What endoscope type and channel size was used? Jf-260v(3.7 channel)/olympus. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Already stated in patient/event info tab. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no yes. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site already stated in patient/event info tab. How long was the stent in the patient by the time this complaint occurred? For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Did the patient require any additional procedures as a result of this event? N/a, yes, no yes. What intervention (if any) was required? Another metal stent was placed was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day (same procedure) were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no yes. If yes, please specify what was observed and where on the device it was observed. There appears to be an accordion-shaped scratch near the yellow marker. Stricture information: what was the length and diameter of the stricture? Where was the stricture located in the body? Already stated in patient/event info tab. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment) if other, please specify was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Already stated in patient/event info tab. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? Yes. If yes, what was used? X-ray. Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes. Are images of the device or procedure available? Already stated in patient/event info tab. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare¿ already stated in patient/event info tab. " was resistance encountered during advancement and/or deployment? N/a, yes, no" yes. " if yes, please when this was felt? Advancement or deploymen" deployment) how did the physician deal with this resistance? The physician continued to deploy the stent. Was the lasso (suture) loop used during repositioning / removal? No.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1822931 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. A complaint created for user error: incorrect size wireguide used 0.025inch with the replacement device¿ is related to this complaint. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 26th aug 2021. In summary the following results were observed in the lab evaluation: ¿handle damaged broken, flla adapter broken, lock wire mmla broken not returned, red marker broken, stent fully deployed on return and attached to the delivery system and lock wire. Actuation of handle was possible. Handle was opened and all cogs were intact.¿ documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1822931 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1822931; upon review of complaints this failure mode has not occurred previously with this lot # c1822931. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path including pressure from tortuous anatomy which may have caused a build-up of pressure may have caused the reported events and introducer damage. It also known from related complaint ¿user error: incorrect size wireguide used 0.025inch with the replacement device¿ that incorrect wire guide was used. The damaged observed in the laboratory ¿handle damaged broken, flla adapter broken, lock wire mmla broken not returned, red marker broken¿ this potentially could be attributed to user attempting to open the device to finish the procedure after deployment issue. ¿in order to finish the procedure, the physician tried to deploy the stent completely and then tried to pry open the safety wire part of the gun handle with an instrument, but it did not work¿. Summary complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. No adverse events to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-pc-10-11-6-b device of lot number c1822931 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 26th aug 2021. In summary the following results were observed in the lab evaluation: ¿handle damaged broken, flla adapter broken, lock wire mmla broken not returned, red marker broken, stent fully deployed on return and attached to the delivery system and lock wire. Actuation of handle was possible. Handle was opened and all cogs were intact.¿ documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1822931 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1822931; upon review of complaints this failure mode has not occurred previously with this lot # c1822931. The instructions for use ifu0057-5 which accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035 inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025 inch wire guide was used root cause review: a definitive root cause could be attributed to user error, the investigation has determined that there is evidence to suggest that the customer did not follow the instructions for use, as per additional information received a 0.025 inch wire guide was used. When the device is used outside of its validated state then it is not possible to state how the device will function. The damaged observed in the laboratory ¿handle damaged broken, flla adapter broken, lock wire mmla broken not returned, red marker broken¿ potentially could be attributed to user technique while attempting to open the device to finish the procedure after deployment issue. ¿in order to finish the procedure, the physician tried to deploy the stent completely and then tried to pry open the safety wire part of the gun handle with an instrument, but it did not work¿ summary: customer complaint is confirmed based on customer testimony. No adverse events to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to correction to multiple imdrf codes and the completed investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to device evaluation: device evaluated on 26-aug2021: "handle, damaged/broken, flla adapter, lock wire and red marker broken.